Event description:
Article alleged: complaint of abdominal pain, nausea. Pancreatitis were expressed by pt after 4 hours of dialysis treatment. Although not directly obvserved, it was speculated that hemolytic reactions were caused by kinked blood line. Complaints of this nature were investigated under fir $93015. Product under same complaint.